Event description:
It was reported that during the beginning of the surgical procedure the surgeon experienced a recurring 23008 system error code when he rolled his wrist. No patient harm was reported. The patient's incisions were closed and the planned surgical procedure was rescheduled.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error experienced by the customer was associated with the left master tool manipulator (mtml). The system was repaired by replacing the affected mtml. The mtml was returned to isi for failure analysis investigation. Engineering discovered a defective potentiometer assembly within the mtml, thus generating the system error experienced by the customer. The system alarm (the 23008 system error code) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As of november 20, 2006, there have been no reported recurrences of the issue at this hospital.